Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to multiple damaged components on the c/a board. The cause for the damage to the c/a board was isolated to shorted diodes d4 and d5 on the monitor defibrillator board. The root cause for the shorted diodes could not be positively identified. No adverse event resulted from the shorted diodes. The patient received a replacement monitor.

Event description:
Download data from a (B)(6) female patient revealed a service code 102 (charge profile fault). Zoll customer support contacted the patient and issued her a replacement monitor.